Manufacturer narrative:
The account found that the bed had a defective hydraulic valve. The account replaced the hydraulic valve to resolve the issue.

Event description:
The account alleged that the bed had no head up function. No pt impact.